Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (device not found)"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive abnormal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's past medical history included miscarriage and gastroesophageal reflux disease. Concurrent conditions included endometriosis, amenorrhea and hot flashes. Concomitant products included lisinopril since 2005 for hypertension as well as fluoxetine hydrochloride (prozac) since (B)(6) 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems (depression)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction (nickel jewelry)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and anaemia ("other injury(ies) or complication (s)anemia"). The patient was treated with ibuprofen (motrin), trazodone, ferrous sulfate (ferrous sulphate), venlafaxine, surgery (left unilatral salpino-oopherectomy), surgery (hysterectomy with unilateral salpingo-oopherectomy - total abdominal hysterectomy) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, allergy to metals, depression and fatigue outcome was unknown, the menorrhagia, vaginal haemorrhage and anaemia had resolved and the dysmenorrhoea was resolving. The reporter considered allergy to metals, anaemia, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2010 :hysterectomy with unilateral salpingooopherectomy - total abdominal hysterectomy. Most recent follow-up information incorporated above includes: on 23-aug-2018: pfs & mr received. Reporter information added. Concomitant condition, concomitant drug, treatment drug were added. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, depression, migration of essure device (device not found), dysmenorrhea (cramping), fatigue, anemia, she did not undergo essure confirmation test. Updated onset date, outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy on 2010). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.